Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this device was thought to only have been at elective replacement indicator (eri) but was interrogated and found to already be at end of life (eol). The patient has high thresholds on the left ventricular (lv) lead and it is believed this may have contributed to earlier than expected battery depletion. Programming changes had been made in an effort to alleviate the high thresholds, and the physician had thought they were successful, so he was unsure why the device would already be at eol. As he was concerned that the threshold testing and programming changes weren't working, the physician elected to explant and replace the device. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.